Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that this clinical study patient passed away approximately 16 months after device implant. The study adjudication review reported that the death was suspected to be due to septicemia secondary to the decubitus infection, but that prosthetic valve dysfunction may have also been a contributing factor in the death. Approximately two months prior to death, the patient had presented for an outpatient appointment and was admitted to a hospital due to tachycardia and lower leg edema. At that time, the patient was also diagnosed with exacerbation of congestive heart failure, atrial fibrillation with rapid ventricular response, pneumonia and a fever. An echocardiogram showed a severe paravalvular leak of this device, with a regurgitation fraction of 53%. The patient, who had a prior history of atrial fibrillation, was treated medically and discharged at that time. Previous follow-up reports had indicated the presence of a moderate paravalvular leak with no adverse patient effects or treatment.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported severe paravalvular leak does not indicate a potential manufacturing issue. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. The patient expiration at 16 months post-implant was ascertained as being related to the device implant procedure, and the valve reportedly may have been a contributing factor. It was also reported that the death may be due to septicemia secondary to a decubitus wound infection. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the death and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the information provided there was no indication that a malfunction or misuse contributed to the reported events.